Event description:
According to the reporter, the device did not keep its pressure and the balloon exploded in the patient. The pieces were retrieved. There was no patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Patient current status reported as stable. The device will be returned for evaluation. No other information is available at this time.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Manufacturer narrative:
(B)(4).